Manufacturer narrative:
The returned device was evaluated and the investigation found the had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provided.

Event description:
The mother of a patient reports while her son was wearing a pod between 24 and 36 hours on the arm his blood glucose level was at 374 mg/dl at 4:45 pm. Hyperglycemia treated by patient activating new pod.